Event description:
It was reported that when removing reamer with pin, the scrub tech noticed that the reamer was fractured and missing a piece after the surgeon had already put implant in patient. X-rays were taken and it was noticed that the missing piece is next to center post. No revision procedure to remove the fractured piece is planned at this time. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: proposed code: mechanical (g04) : drill. Visual examination of the returned product identified a portion of the tip of the reamer is fractured and missing. Material hardness is conforming to print specification. Wear and tear is seen that indicates repeated use. Reference attached prints and photos. Sem analysis of the modular center post reamer sample showed that it fractured due to shear overload. Shear ductile overload dimples were identified in the non-smeared areas on the fracture surface. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: tiny linear metallic fragment superior to the central peg within the glenoid, consistent with foreign body. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.